Event description:
This lead was implanted on (B)(6) 2003 and was deactivated on (B)(6) 2012 due to high threshold and impedance >2000 ohms. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).